Event description:
It was reported that the pulse generator could not be in- terrogated despite using three separate programmers. Attempts to access the device memory resulted in "operation failed" messages. Previous battery data from october 2006 indicated that the programmer showed 2.25 years remaining longevity.

Manufacturer narrative:
Na